Event description:
Customer reporting 1 false positive sofia sars result for one (B)(6) female asymptomatic employee (off label use, at the time). The customer communicated that the result was confirmed negative through pcr testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.